Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.

Event description:
It was reported that the ventilator had multiple resets with audible alarms while connected to a patient. The patient was well enough to move around and the rt was with the patient at the time the event occurred. No patient harm reported. The ventilator was connected to an external battery when the event occurred.